Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips that the device alarmed with a pressure error autozero. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The customer emailed a philips remote service engineer (rse). The rse emailed the customer to ask for error codes and error messages. Further information is pending.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer (fse) replaced solenoid valve 3 and 4 , solenoid valve seal, and the data acquisition pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.